Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock has rotational and lateral movement, and a residue buildup is present. The unit will be repaired with replacement of the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings and wave springs, and general cleaning and maintenance will be performed. Root cause - the complaint is confirmed via inspection of the unit. The unit required replacement of worn internal parts. Probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This report is 1 of 3 reports linked to mfg report numbers: 3004608878-2025-00023. 3004608878-2025-00025. A facility reported that the mayfield modified skull clamp (a1059) was slipping and not maintaining the full position during surgery. Another headrest was used to complete the surgery, and there was no delay or patient injury reported. Facility has indicated that the complete mayfield system is being returned to keep all parts together.